Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as MDR ID # 2134265-2014-01723 and 2134265-2014-01753. It was reported that automatic pullback failure occurred. During a coronary intravascular ultrasound, it was noted that the atlantis sr pro imaging catheter did not display any image and was unable to pullback.. There were no image present on the monitor when the imaging button was pressed. A faulty motor drive unit was noted. The procedure was completed with a different device. No patient complications were reported.